Event description:
Complainant alleged that clinicians were attempting to cardiovert a pt (age and gender unknown) but the device would not synchronize to the pt's heart-rhythm and the device displayed an "ECG too small" message. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.